Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the resection sheath's ceramic tip was damaged. There were no reports of patient harm.

Manufacturer narrative:
Correction to d8 updates to d9 and h3 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. However, it was identified that the sheath contains a non-olympus tip, and the tip was not damaged. The non-olympus tip can be traced back to an unauthorized third-party repair. Additionally, it was identified that the outer tube was scratched at the end. The cause is very likely due to improper handling by the user, in combination with wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.